Event description:
It was reported that the patient experienced perforation and chest discomfort post implant of the right ventricular (rv) lead. It was also reported that there were high thresholds and the lead had dislodged. The lead was explanted and an active fixation lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076, implantable pacing lead, (B)(6) 2013. (B)(4).